Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, right coronary artery (rca) the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was advanced and successfully inflated and deflated at the lesion. During removal of the bdc it was noted that the distal end was not moving when retracting the device from the anatomy. The distal portion was removed inside the guide catheter. Outside the anatomy it was noted that the device had separated at the guide wire exit port. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.